Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. During evaluation it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had a worn bearing and failed pre-test for check of free moving. The assignable root cause was determined to be due to component damage from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Concomitant med products and therapy dates: attachment device, (B)(6) 2019. The device serial / lot number was unknown; therefore, UDI: (B)(4). The device serial or lot number was unknown. The manufacturing location was unknown. Device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified orthopedic surgical procedure, it was observed that the battery handpiece device while being used with an attachment device became hot and was emitting a loud sound. There were no reports of delays in the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: the event description has been updated to include the additional devices communicated during subsequent follow up with the reporter: power module device, lid device, coupling device and attachment devices. The event has been updated to 1 of 6 for the same event. Concomitant med products and therapy dates: power module device, lid device, coupling device and attachment devices, (B)(6) 2019. Additional information: the device serial number, date of manufacture and manufacture site name and address were documented as unknown in the initial report. The serial number, date of manufacture and manufacture site name and address have all been updated accordingly. The UDI has also been updated accordingly. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.